Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleges pump was under delivering and experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl at the time of the incident and the current blood glucose value was 192 mg/dl. Customer stated the other blood glucose value was 260 mg/dl, 99 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed displacement test and it was passed. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.